Manufacturer narrative:
This report is submitted on october 12, 2023.

Event description:
Per the clinic, the patient had the magnet explanted as the patient no longer used the device and was requiring a cervical MRI. The implant remains in-situ.